Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a slight increase in pacing threshold measurements at 2.2 volts @ 1 ms. Surgical intervention was performed and during the procedure it was reported the helix would not retract. The lead had to be manually retracted by turning the lead. The lead was successfully replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 125 mm from the terminal pin. This location was likely the location of the suture sleeve tie down. This location also had damage to the outer insulation and there were deformed conductor coils. Due to dimples on the fracture site, analysis determined the lead fractured due to a ductile overload.